Event description:
The accounts engineer stated the intellidrive will not deploy. He found fluid on the pacm circuit board. After replacing the circuit board the issue remained and there was hydraulic fluid everywhere.

Manufacturer narrative:
Repairs have not been completed.